Manufacturer narrative:
Report is being submitted due to investigation completion on (B)(6)2026. Investigation - evaluation. Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. With the information provided, a document based investigation was conducted. Confirmation was received that this complaint is related to (B)(4) where a similar issue was reported involving a geenen pancreatic stent. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per information reported in the customer complaint form, a 7 french pushing catheter was used with the 5 french stent. Further confirmation was received that non-cook catheters were used in combination with the stents. Ifu0055 states "select the cook stent introducer system (if not included) in the appropriate size." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: medical imaging (e.g. MRI, CT, x-ray) was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The instructions for use stipulate that a cook stent introducer (pushing catheter) should be used. Engineering has confirmed that although the geenen pancreatic stent (gpsos 5 5) is not supplied with an introduction system, a separate cook pushing catheter must be used. This pushing catheter is provided with its own IFU, which clearly specifies the compatible pushing catheters and stents. It is likely that the larger 7 french pushing catheter damaged the 5 french stent during advancement through the accessory channel of the endoscope causing it to kink/bend and that was exacerbated as the stent moved towards its target location. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the pancreatic plastic stent bent a lot and showed marks of over bending. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The instructions for use stipulate that a cook stent introducer (pushing catheter) should be used. Engineering has confirmed that although the geenen pancreatic stent (gpsos 5 5) is not supplied with an introduction system, a separate cook pushing catheter must be used. This pushing catheter is provided with its own IFU, which clearly specifies the compatible pushing catheters and stents. It is likely that the larger 7 french pushing catheter damaged the 5 french stent during advancement through the accessory channel of the endoscope causing it to kink/bend and that was exacerbated as the stent moved towards its target location. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
Report is being submitted due to investigation completion on (B)(6) 2026. The pancreas plastic stent bend a lot and showed marks of over bending. The stent remained in the patient, due to risks of impossible resenting.